Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles, opening crack and opening on anterior. Leak test and microscopic analysis was performed which identified: opening crack on diaphragm valve and opening creases smooth. Delamination valve (<75% partial separation. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve an opening crease smooth on anterior due to fold flaw opening. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.